Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. Field service evaluation: the service engineer (se) evaluated the ventilator and found a relevant error code in the units memory. The se replaced the exhalation sensor printed circuit board (pcb) to resolve the reported issue. The ventilator passed all testing and was returned to clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while on use on a patient, a 980 ventilator generated device alerts "ventilator failure" backup mode active" and "replace ventilator." The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.